Event description:
A customer reported a reduction of irrigation volume during the procedure. The irrigation volume remained unstable throughout the procedure, resulting in the pt experiencing enophthalmos. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. A sample was expected for this investigation, but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).